Manufacturer narrative:
H6: investigation findings, conclusion codes.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use sizing guide, the nominal outside diameter for the 22fr sheath is 8.2mm. As reported, the patient¿s access vessel measured 6.3-6.8mm. The IFU warns that adequate vessel access is required to introduce the sheath into the vasculature. If the vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2021, the patient underwent endovascular procedure to treat sub-acute stanford type b aortic dissection using gore® dryseal flex introducer sheath. The stent grafts were deployed with no reported issues. The final angiography imaging revealed a dissection at from the right common iliac artery to the external iliac artery. Bare metal stents were implanted to treat the dissection. The patient tolerated the procedure. It was reported that during insertion of the sheath a resistance was felt. It was also reported that the patient¿s access vessel was measured 6.3-6.8mm.